Manufacturer narrative:
The physician intended to treat a lesion in the in an occluded distal lad. A competitor stent was deployed causing a tear in vessel. Therefore, the complaint instrument was advanced towards the perforation. The stent got hung up and would not go distally to the affected site during which the stent dislodged from the balloon inside the previously implanted stent. The stent could not be retrieved. Eventually, the patient passed away (not device related). Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description the final root cause is most likely related to the patients anatomy (i.e. Previously implanted stent).

Event description:
Another stent was deployed causing a tear in vessel. Thus the pk papyrus was used but the stent got hung up and would not go distally to the affected site. Upon removal the stent dislodged from the balloon inside the prior placed stent. The patient passed away the same day (not device related).